Manufacturer narrative:
Exp date: unk as lot number is unk. (B)(4). The device was not returned for investigation. The device is inspected by qc for suture security at both the proximal and distal ends and inspects functionality. Quality control ensures that the curve is able to be opened and closed. The device is supplied with instructions for us which lists the following steps for catheter exchange/removal: "while stabilizing the mac-loc catheter hub assembly with one hand, position a small, blunt object (approximately the shape and size of a ball point pen or small forceps) into the mac-loc release notch. Pry upward until the locking cam lever is free." If the pigtail was not locked in a fully closed position, this may leave a segment of the locking suture exposed in the tissue. This exposed suture may develop encrustation, making it difficult to release the pigtail. The image provided cannot confirm or disprove this possibility. The image does not indicate where the suture was cut. Without images of the device in place, or the returned product, we are unable to determine with certainty what may have led to the difficulty removing the device. Per the conclusion of quality engineering risk assessment, risk mitigating action is not required. We have notified the appropriate internal personnel and will continue to monitor for similar complaints.

Event description:
While removing the catheter after 6-8 weeks, the thread of the catheter got stuck inside the body of the pt. It could not be removed. The physician had to separate the catheter from the thread and left the thread inside the body. According to the initial reporter, the pt did not experience any adverse effects due to this occurrence. Additional info was received on 08/11/2014. The vent was determined to be reportable on 08/18/2014.